Event description:
The customer reported a malfunction alarm, identified as malf 9, which occurred without any preceding notable events. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their health. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was informed that they could continue to use the pump and were advised to call back if any issues reappeared.